Event description:
Information was received from a consumer. It was reported that the implantable neurostimulator (ins) was not working at all. It had worked but stopped working. A loss of therapy was noted. It was also reported that the therapy was not working as expected. During the call, the patient programmer (pp) showed stim was on and patient was at 2.9v. Patient did not want to make any changes. Patient stated he received a powerful shock from one of the ladies at the healthcare provider (hcp) office, so he does not want to make any adjustments or increases stim on his own. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor. There were no further complications that have been reported as a result of this event.